Event description:
Vns patient has passed away while hospitalized. The patient reportedly died from sepsis and pneumonia. Date of death is not known at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.